Event description:
During a coil embolization procedure of the pcom right side, the enterprise vrd and delivery stent (enc452812/1429998) was advanced via the prowler select plus microcatheter (606s255x/15341252), but there was resistance. Then, the enterprise was attempted to be withdrawn, but found that the enterprise delivery system cannot be withdrawn. The enterprise system was forcibly withdrawn from the microcatheter, and the microcatheter broke into three pieces including the hub, and the stent was stuck. Then, the microcatheter and stent delivery system was removed as a unit. No additional torque or manipulation was used to position the microcatheter, and the microcatheter was not cut in three pieces on purpose. Other devices were used to complete the procedure, and the patient was fine. It is unknown in what section of the microcatheter the stent stop advancing, but a constant flush was maintained at all times through all the systems. The mc was not re-shaped prior to use. The aneurysm measurement 5x4mm and the neck was 4mm. After removal from the patient, the hub was broken during withdrawal, but no other damage was found on device.

Manufacturer narrative:
This is one of two products used during the same procedure on the same patient, which is associated with MFR report 1058196-2011-00454 and 1058196-2011-00455. The product was returned for evaluation and testing, but the analysis was not completed. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
One non sterile enterprise and delivery wire was received coiled inside a plastic bag. The enterprise stent was not received for. The delivery wire presented no damages. No anomalies were observed on the received unit. A lab sample microcatheter (mc) was used to perform the functional analysis since the involved mc was returned in 3 pieces and is not possible to perform the analysis. The delivery wire was able to go through the mc and no resistance or friction was felt. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01429998. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. (B)(4). The failure reporter by the costumer as 'delivery wire/impeded-in microcatheter' could not be perform since the damages of the involved mc, however a lab sample mc was used to perform the functional analysis successfully. Procedural/handling factors appear to have impacted on the failure experienced by the customer. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. Neither the DHR review nor the product analysis suggest that the condition reported by the customer could be manufacturing related, therefore no actions will be taken at this time. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00454 and 1058196-2011-00455. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The complaint received states that during an interventional procedure the prowler select plus microcatheter was obstructed and separated and that the enterprise stent system was impeded. During a coil embolization procedure of the pcom right side, the enterprise vrd and delivery stent ((B)(4)) was advanced via the prowler select plus microcatheter ((B)(4)), but there was resistance. When the resistance was felt, the physician attempted to withdraw the enterprise delivery system; however, it could not be withdrawn. The enterprise system was forcibly withdrawn from the microcatheter, and the microcatheter broke into three pieces including the hub, and the stent was stuck. Then, the microcatheter and stent delivery system was removed as a unit. No additional torque or manipulation was used to position the microcatheter, and the microcatheter was not cut in three pieces on purpose. Other devices were used to complete the procedure, and the patient was fine. It is unknown in what section of the microcatheter the stent stop advancing, but a constant flush was maintained at all times through all the systems. The mc was not re-shaped prior to use. The aneurysm measurement 5x4mm and the neck was 4mm. After removal from the patient, the hub was broken during withdrawal, but no other damage was found on device. There was no report of injury for the patient. One non sterile enterprise and delivery wire was received coiled inside a plastic bag. The enterprise stent was not received for. The delivery wire presented no damages. No anomalies were observed on the received unit. A lab sample microcatheter (mc) was used to perform the functional analysis since the involved mc was returned in 3 pieces and is not possible to perform the analysis. The delivery wire was able to go through the mc and no resistance or friction was felt. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01429998. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(4) internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The failure reporter by the costumer as "delivery wire/impeded-in microcatheter" could not be perform since the damages of the involved mc, however a lab sample mc was used to perform the functional analysis successfully. Procedural/handling factors appear to have impacted on the failure experienced by the customer. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. Neither the DHR review nor the product analysis suggest that the condition reported by the customer could be manufacturing related, therefore no actions will be taken at this time. The complaints of impeded and obstructed could not be verified secondary to the condition of the received devices; however, there is no evidence that manufacturing issues may have contributed to the reported events. The stent system was successfully passed through a sample microcatheter. The complaint of separated was confirmed on analysis. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the information suggests that procedural issues may have contributed to the reported and confirmed events. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00454 and 1058196-2011-00455.